Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley balloon ruptured and catheter dislodged during the case.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate, and it states, visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley balloon ruptured and catheter dislodged during the case. Per additional information received via email on 26jun2025, bladder distension during cesarean section. Clear urine noted in catheter bag during surgery and foley catheter replaced after cesarean section. Balloon examined after cesarean section. Rn attempted to reinflate balloon to check patency, but a hole was noted in catheter balloon. After receiving spinal anesthesia for a cesarean section, the rn inserted the foley catheter using sterile technique. The rn inflated the balloon with the included 10ml syringe. Urine noted in foley catheter tubing. During the surgery, the surgeon noted the patient¿s bladder was distended. He asked nursing colleagues to confirm the catheter was working. The rns noted clear urine draining. After surgery when removing the drape, it was noted that the catheter had fallen out. The balloon was examined and could not be inflated due to a hole in the catheter balloon.